Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event was confirmed in the laboratory. The lead was returned in three sections and multiple abrasions were noted. One of the filars was fractured at 32.cm from helix end, which could have resulted in the reported complaint in the field. Inside-out abrasion was found at 9.3cm to 10cm from helix end.

Event description:
It was reported that the patient received multiple inappropriate shocks due to noise. The insulation was observed to be fractured due to clavicle crush. Low lead impedance was also noted. The lead was explanted and replaced.